Event description:
It was reported that patient experienced a malfunction alarm (malf 3-0x20cf) and was unable to reset the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and decided not to receive a follow-up call from technical support. No additional information was received regarding the outcome of the event.